Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) triggered an alert for the "top lead" (right atrial lead) and the physician stated the lead is "not connected" and was "shut off" so the physician "did not know what happened." It was noted the patient is in chronic atrial fibrillation (af) and the competitor right atrial lead has been capped for about two years. The patient questioned if there was something wrong with the crt-d. The patient was encouraged to work with the physician and the device remains in use. No patient complications have been reported as a result of this event.